Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, potential ventricular fibrillation (vf) and chest tightness. It was also reported that the right ventricular (rv) lead exhibited under-sensing during high rate ventricular rate episode and suspected/possible insulation breach. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.